Event description:
Unconfirmed suspected bowel injury with antibiotics and temporary diverting colostomy.

Manufacturer narrative:
The code was selected with "other" meaning that the training, manufacturing process, design, inspection, testing, lot records, etc., were evaluated.